Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the stylus responded with the programmer as expected. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 2067l, rf head. Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the stylus won't respond with programmer. Three different stylus were tried. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.